Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer g4: 510(k) no.: k130520 visual inspection of the actual device (the condition upon receipt). - no anomaly such as damage was found. - reddish discoloration was found on the cross section of the fiber on the gas flow path side. Leak test of the actual device - the actual device (after cleaning) was incorporated into a circuit consisting of tubing, and colored saline solution was poured into it, resulting in no leaks. When bovine blood (hb: 12g/dl) was circulated through the actual device, no blood leakage into the gas flow path was observed. The manufacturing history record and the shipping inspection record of the actual sample . No anomaly was found. Past complaint file of the involved produce code and lot number. No similar complaint was received regarding the involved product code and lot. Cause of occurrence /conclusion based on the investigation results, no anomalies that could have led to a leak were found in the actual device and it was thought that plasma leak had occurred during use. As a possible cause of the plasma leakage, based on our past experiences, the following factor was considered. However, it was not possible to clarify the cause of plasma leakage. Due to some change in the blood properties, a substance with surfactant properties was produced, which disrupted the relationship between the surface tension of the blood and gas maintained in the micropores on the surface of the fiber. Therefore, plasma leakage was likely to occur. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir" (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the following reported information: the case with mvr (mitral valve replacement). Five hours after pumping began, a leak-like liquid appeared from the bottom of the oxygenator. After five and a half hours, the liquid was yellow with a slight red tint, but the patient was weaned, so the oxygenator was not replaced and the procedure was completed. The procedure outcome was not reported. There was no harm to the patient reported.